Manufacturer narrative:
UDI information is unknown. Premarket (510k) number is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No lot number was provided; therefore, device history record review could not be completed. A product sample was received for evaluation. Functional and visual testing were performed. The sample was visually inspected at a distance of 12(?) Under normal lighting to received units, in order to detect any damage on the unit. The breathing bag have a tear. All the inspections and verifications are being performed by the production personnel and verified by the quality inspectors. Production personnel performs a 100% visual inspection before assembling in order to detect contamination or molding defects, if a tube is stained with oil or grease, they clean it with alcohol if the stain is embedded, the tube is scrap. The root cause of the reported issue was due to the production personnel did not detect and scrap the damaged breathing bag. Quality alert (qalert) was generated on to ensure that production personnel detect any marks or damage on the breathing bags. Production personnel were trained on this qalert.

Event description:
It was reported that after starting to use the product, an air leak was observed, suspected pinhole in product. No patient injury was reported.